Event description:
It was reported that the patient had a total return of symptoms in the last two weeks in addition to new pain in the patient's "tailbone" that made it difficult to sleep. The patient "felt" the battery moving closer to the surface of the skin. There was no related accident or incident. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).